Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following statement from the initial MDR, "no injury or medical intervention was reported." As this was documented in error. H2: correction

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. Date of issue is an approximation. The patient experienced signal loss ¿all night¿ while asleep. He woke up with a high blood glucose of 27 mmol/l, ketones, and vomiting. He was hospitalized but no treatment details were provided. He was discharged after an unspecified length of time and at the time of the report the day after the event he was at home. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.